Manufacturer narrative:
(B)(4). The device was manufactured january 15, 2016 ¿ january 16, 2016. The device was returned and an evaluation is complete. Visual inspection was performed and noted a cracked stress member flange. No evidence of damage was found on the fill port. The cause of the cracked stress member flange was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor was damaged. This was noticed during filling. There was no patient involvement. No additional information is available.